Event description:
On (B)(6) 2022 - scientia vascular received a report that the tip of a plato 17 microcatheter with a 45-degree tip (pl-17-160-045 ln:900205) had separated while it was being used to perform an mma embolization procedure. Liquid embolic was delivered through the microcatheter to embolize the distal membrane of the patient. The physician noticed some reflux of liquid embolic in the area just proximal to the distal tip of the plato 17 microcatheter. After some time, the physician retracted the microcatheter and noticed that a portion of the tip of the microcatheter had detached. The physician took several images indicating that the patient had no symptoms because of the detachment, and the embolization was completed successfully.

Manufacturer narrative:
The manufacturing evaluation and inspection of the returned unit indicates that the lot met the release criteria from design validations and verifications, and the break of the microcatheter was not related to a manufacturing defect. It was shown during the characterization of the returned unit that the microcatheter seems to have been stressed due to twisting/pulling motion or torque/pulling motion until the microcatheter broke post-occlusion of the vessel. The procedure was completed successfully, and the patient is doing well with no signs that concerned the physician in the case. This submission is later than the 30 days due to working with esg help desk personnel to resolve the issue. More than one ticket had been openned and it was still being resolved.